Event description:
It was reported that bd plastic non-sterile luer-lok¿ tip syringe leaked. This occurred on (B)(4) occasions during use. No date/time or patient information was given. The following information was provided by the initial reporter: we have received a complaint from one of our customers about a syringe that we purchased. The syringe leaks during the drawing of liquid along the plunger. The customer fills the syringe from a closed system and sees that during filling, air first enters the syringe through the plunger and then liquid comes out of the syringe through the plunger. Our customer has removed the syringes from the chain. They found a total of (B)(4) syringes with this defect.

Manufacturer narrative:
H.6. Investigation summary: one photo and eight loose 5ml syringes filled with clear medication were received and evaluated. It was observed the syringes contained a few, small, clear, flaky particles on the plunger rods. One of the syringes appeared to have fluid in between the ribs of the stopper. All the syringes were subjected to a manual linear force with no visual leakage. More information is needed to confirm the leakage past stopper defect. Although one of the syringes contained fluid between the ribs of stopper it was unclear what conditions may have caused this. The stopper leakage was attempted to be replicated but was unsuccessful and the syringes maintained the seal under pressure. The syringes are manufactured to meet the iso 7886-1 specifications which state " the single use syringes are intended for use immediately after filling and are not intended to contain medicament for extended periods of time." For a more thorough investigation, unmanipulated physical samples are needed for testing and evaluation. The reported defect was not identified in the samples received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see section h.10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastic non-sterile luer-lok¿ tip syringe leaked. This occurred on 66 occasions during use. No date/time or patient information was given. The following information was provided by the initial reporter: we have received a complaint from one of our customers about a syringe that we purchased. The syringe leaks during the drawing of liquid along the plunger. The customer fills the syringe from a closed system and sees that during filling, air first enters the syringe through the plunger and then liquid comes out of the syringe through the plunger. Our customer has removed the syringes from the chain. They found a total of 66 syringes with this defect.